Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR: 2134265-2014-03331; 2134265-2014-03332. It was reported that automatic pullback failure occurred. During procedure, a 100v ilab cart ultrasound imaging system was used in conjunction with an opticross imaging catheter. After image was displayed, the physician tried to perform pullback however it failed to perform automatic pullback. No patient involvement reported.